Event description:
It is reported that the patient experienced a low blood glucose level. Level is 42/dl and was caused die to a high level of sports activity. Trouble shooting was denied by the patient but the doctor was able to get the patients level up by eating and reducing the amount of activity. The device is not being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.